Event description:
It was reported that there was an issue with the display of coaguchek xs meter. The display showed random marks, then the meter beeps and powers off. The batteries were changed. The observed marks are in the results field of the display. A display check of the meter was performed and segments were missing from the results field. Three dashes could be seen in the results field instead of "888". No results were misinterpreted due to the issue.

Manufacturer narrative:
The customer's meter was requested for investigation. Initial reporter occupation: the occupation is patient/consumer.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.